Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address acetabular cup loosening and pain. Doi: unk - dor: (B)(6) 2014. (Left hip). The devices associated with this report were not returned. A review of the device history records for the c2kft4000 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (3/29/2017). Medical records received. Revising surgeon noted that there was "obvious metal staining of the soft tissues and a large effusion, as well as some dense scar suggestive of a small pseudotumor". Identified metal staining on the back side of the metal liner. Cup demonstrated "some obvious tiny motion when stressed". Upon explanting the cup, noted that there was only a small patch of bony ingrowth--mostly it was fibrous ingrowth. Pain and adverse tissue reaction added to existing harms. See com-(B)(4) for additional products also reported for this same hip revision date.

Event description:
Patient was revised to address acetabular cup loosening and pain.